Event description:
Patient was scheduled for a total knee replacement surgery. Surgery was aborted for reasons unrelated to the knee replacement.

Manufacturer narrative:
Patient was scheduled for a total knee replacement surgery. Surgery was aborted for reasons unrelated to the knee replacement. Complaint indicates that the incident was not device related.